Event description:
Pt complained of "something is wrong", nurse responded immediately, noted air in the lines, both lines clamped stat. Pt put on left side, head down, legs up, o2 - 10l given per nasal cannula. 911 called. Pt complained of shortness of breath, pain, pt alert oriented, rapid breathing, lips bluish, cold sweat noted. Bp 97/40, p-77. Paramedic arrived approx 3-4 mins. Lines disconnected from tessio catheter, flushed with normal saline. Pt transported to med ctr.